Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon cut using the device on a robot-assisted laparoscopic endoscopic procedure, they tried to pull the black return knob after firing but the resistance was strong and was not able to be pulled. After trying several times and pulling with strong force, the black knob was finally pulled back. The device was used in a state where it was articulated to the left as much as possible with reference to the cartridge side. There was no patient injury.